Event description:
It was reported that there was a malfunction on the customer's pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump and was advised to gather necessary supplies to attempt a reset. After calling back, the customer confirmed that the malfunction code did not recur following a reset, and they were permitted to continue using the pump. However, tandem technical support sent a replacement pump as a precaution. The customer was instructed on how to put the old pump into storage mode for its return and reminded to return it within 10 days to avoid charges. Additionally, the customer agreed to program their settings and connect their continuous glucose monitor to the new pump once received.